Event description:
Reporter noted an advisory message to check pressure during buckle. Informed surgeon they had to change nitrogen tank and surgeon noted eye was soft. Had to change tanks twice. Globe collapsed; reformed the globe and there was a suprachoroidal hemorrhage. Did six sclerotomies to clear the choroidal space. Felt this could have been a spontaneous event, or due to a system malfunction. Pt has very guarded prognosis. Wanted system checked.